Manufacturer narrative:
(B)(4)

Event description:
During a patient's prophylactic replacement, it was identified by a manufacturer's representative during pre-operative interrogation that the burst watchdog timeout byte had been enabled on the generator. The device was explanted as planned and returned to the manufacturer for analysis. The product analysis of the generator was completed on (B)(6) 2016 and verified the generator's ability to provide the intended therapy in a simulated body environment. The pulse generator performed according to functional specifications and passed the comprehensive automated electrical evaluation. The reported burst watchdog timeout event was verified in the available generator data. Other than the observed burst watchdog warning message, no other anomalies were identified with the generator.